Manufacturer narrative:
(B)(4). The customer reported the shock delivery button on the internal paddles did not work during testing. There was no reported pt involvement. Philips sent the customer a new set of internal paddles to resolve the issue. The paddles were dated (B)(6) 2006. Philips evaluated the internal paddles and found the shock button did not work. We will consider this a malfunction of the internal paddles where the shock delivery button did not work.

Event description:
The customer reported the shock delivery button on the internal paddles did not work during testing. There was no reported pt involvement.